Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: due to corrosion on the angle mechanism bending section cannot be controlled at all, due to a pinhole on channel tube water tightness was lost, distal end had discoloration, bending section rubber had discoloration, up/down angulation plate was sticky, universal cord was sticky, universal cord had a scratch, light guide bundle was slipping down, due to damage on the charged coupled device unit foggy image occurred, and the control unit was sticky due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It is unknown if the air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing.

Event description:
The customer reported to olympus, the flex video scope had a malfunctioning operating lever. The issue was found during inspection for use for an unknown therapeutic procedure. The device was returned for evaluation. During the device evaluation, the foreign object at the tip of the brush was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported control section angulation issue could be determined, however, the issue was likely due to observed corrosion of the angulation mechanism due yo user handling/mishandling. Additionally, the observed foreign material in the channel was found to be a cleaning brush. A definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material/brush, however, it could not be determined if the facility device reprocessing was implemented in accordance with the IFU and the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.3 preparation and inspection of the endoscope. Chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.